Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the customer requested replacement of the rails. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 19-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer rails were sticking, hard to open and need to replace. A field service engineer found drawer was not fully open, frame was misaligned, slide members not on track then replaced the slide rails the issue was resolved. The system functioned as intended after the field service engineer repaired the device.